Event description:
Following an MRI, low defibrillation impedance was noted on the device. It was noted the device was not programmed into MRI mode prior to the MRI. Technical support was contacted and recommended further investigation. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2022-10531.

Manufacturer narrative:
The reported complaint of high defibrillation impedance was confirmed. Based on the review of the records, it was determined that the device hardware is working appropriately as the pacing impedance values appeared to be stable, which is measured the same way as the defibrillation impedance. The device is performing as intended, and the issue is suspected to be due to the high voltage lead.